Event description:
It was reported that the patient's 14 volt battery was not charging as the red light was illuminated on the charger. They requested a warranty replacement and were issued a new battery.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the 14v li-ion battery displaying a b0001 red light status when placed in the universal battery charger (ubc) was confirmed. The 14v li-ion battery (serial number: (B)(6) underwent functional testing and the b0001 alarm was reproduced by inserting the 14v li-ion battery into a test universal battery charger (ubc). The 14v li-ion battery was opened and was inspected at a component level. The 14v li-ion battery initially appeared unremarkable. The voltage of each battery cell was measured with a digital multimeter (dmm) and it was found that cell four was not receiving charge. Electrical measurements revealed that component u12¿s connection to the cell four line was damaged, as a significant amount of resistance was observed. Pin 10 on component u12 was observed to have become displaced upon light probing, indicating that the solder joints on this pin may have been damaged, and this damage could have caused the reported event and all other findings to occur. The root cause of the reported events was determined to have been component damage on the battery¿s printed circuit board; however, the root cause of this damage was unable to be conclusively determined through this analysis. The 14v li-ion battery set (serial number: (B)(6) was inspected and accepted into the receiving inspection storage location on (B)(6) 2023 and passed all manufacturing testing prior to being initially shipped outbound on (B)(6) 2023 via outbound delivery order. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" describes how to care for and clean all equipment, including the 14v battery clips and 14v batteries. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including the 14v battery clips and 14v batteries. Heartmate 3 patient handbook (rev. D) section 2 ¿how your heart pump works¿) states two fully charged heartmate 14 volt lithium-ion batteries can power the system for 17 hours depending on activity level. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.